Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. The pump had a minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had cracked reservoir casing. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.